Event description:
Reported as, "patient experienced a sudden loss of restriction, lack of fluid was noted when port was accessed."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 20/nov/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, device analysis is pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."